Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had displayed channel error code 232.6040 when connected to pc unit. The biomed done the following: download the error log and error code: 232.6040. Error not in service manual but suggested a failure display board. Replace the display board and syringe working so returned to service. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting a channel error code 232.6040 was confirmed during testing and a review of the device logs. Functional testing of the syringe module display board successfully replicated the channel error. This indicates that the received suspect syringe module display board (p/n: tc10014962) board is defective. Measurement of the u1, u2, u3, u4, and u5 led segment displays found no obvious issues or anomalies on the returned suspect part. The facility provided the device error logs to ascertain event details associated to the reported complaint. The dataset, the pcu or the pcu event logs were not returned; therefore, a log review was performed with the limited information contained in the syringe module error log. The syringe module error logs do not contain drug or keypress information, volume infused and programming parameters, only recorded malfunctions of the device. A review of the suspect syringe module error log showed that between (B)(6) 2025, the device alarmed error code 232.6040 (pump rate display failure; fatal severity) seventeen (17) times. There were no errors observed on the reported date. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The ¿as received¿ inspection of suspect syringe module display board found that the facility only returned the suspect display board for investigation, there were no obvious issues or anomalies were identified within the returned suspect part. The part was manufactured by bd. Failure investigation report ((B)(4)) concluded as follows: specific led segments can draw more current which correlates to a larger current draw with corresponding voltage drop causing the u5 (monitoring chip) to trigger the alarm (232.6040). Supplier failure investigation determined the failed segments were electrically leaky due to the die attach epoxy making contact with led pn junction on side wall of the die. The device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n: (B)(6). Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device presenting a channel error code 232.6040 is being attributed to a defective syringe module display board. Functional testing found that after installing the received syringe module display board on a known good device, the device would present the reported channel error. The probable cause of the defective syringe module display board was attributed to silver epoxy creep on the led die side wall during die attach process. This issue is suspected to have resulted in error code 232.6040. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had displayed channel error code 232.6040 when connected to pc unit. The biomed done the following: download the error log and error code: 232.6040. Error not in service manual but suggested a failure display board. Replace the display board and syringe working so returned to service. There was no patient involvement.